Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient received remedial treatment with injection reflin and injection tobramycin. The outcome of the event was unknown. Dianeal therapy was ongoing. The nurse did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is undetermined.